Manufacturer narrative:
Reported event was confirmed from patient x-rays. Customer has indicated that the device is still implanted and will not be returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00073. (B)(4).

Event description:
It was reported that both bilateral locking cannuated blade plates broke 6-12 weeks post-operatively.